Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during dwell 2/7 of their automated peritoneal dialysis therapy. Reportedly, while dreaming, the home patient disconnected their transfer set from the patient line of the homechoice set during therapy, without following aseptic technique. Baxter's technical service center assisted the home patient in ending therapy early. Therapy was completed by setting up with new supplies. The home patient then contacted their nurse who administered prophylactic antibiotics as a result of this incident. No patient injury was associated with this incident.